Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided.# section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1 telephone: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a surgeon noticed a very fine/wispy black fiber at the inner rim of a preloaded monofocal intraocular lens (iol) measuring about 1mm in length when inserted in the patient's eye. The surgeon was able to scrape the fiber using a sinsky hook and flushed it out during the aspiration irrigation phase for each lens. Surgeon reported having this issue on three (3) eyhance lenses and only recorded one (1) serial number (sn). One of the fibers was on the anterior side of the lens and a second lens had a fiber on the poster side. Through follow up, it was learned that the fibers are gone and the lens remains implanted into the patient's eye, the patient's vision was not impacted for each case. No further information is available. This report is for the serialized model dib00 malfunction event. Separate reports are being submitted to capture the reported product problems for two other eyhance models.